Manufacturer narrative:
The investigation has not been completed yet. A supplemental report will be provided once the investigation is finalized.

Manufacturer narrative:
There was no indication of patient involvement nor injury in customer report. The damage to the power cord was described as "crashed". The power cord was replaced. The citadel plus instruction for use includes the following information in regards to power cord: "make sure the power supply cord is not stretched, kinked, or crushed", "make sure the power cord does not become entangled with moving parts of the bed or trapped between the bed frame and head board" "power cord - make sure power cord is kept free from all pinching points, moving parts and is not trapped under casters. Improper handling of power cord can cause damage to the cord, which may produce risk of fire or electric shock." The customer stated "near fire", however it is suspected that the allegation may refer to sparks comming from the power cord. If the power cord had been damaged and then plugged into the power socket, the sparks could be visible. Power cord could have been damaged in situation when it was not secured and therefore caught by the bed's moving mechanism. Arjo device was involved in the reported event and failed to meet its performance specification since the power cord was damaged. There is no indication that the bed was being used for therapeutic purposes when the problem occurred. The claim was assessed as reportable due to allegation that damaged cable "nearly took fire". No injury was claimed.

Manufacturer narrative:
The investigation is in progress. Conclusions will be provided within the follow-up report once the investigation is completed. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
Customer reported ""electrical problem, nearly took fire" . Evaluation of the bed indicated that the power cord was damaged. The customer allegation could refer to sparks coming from the power cord. No indication of patient involvement. No injury. During an inspection of the power cord, no signs of burning marks or smoke were visible.